Manufacturer narrative:
(B)(4). The insulin pump was returned for cosmetic damage located on the retainer found on (B)(6) 2022. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment properly however, damage to the retainer was noted during visual inspection. The following were noted during physical inspection: cracked retainer, scratched case, and pillowing keypad overlay. Cosmetic damage on the retainer (crack) is confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring was damaged. No harm requiring medical intervention was reported. The customer will discontinue to use the device.